Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported no power by button or by test strip when using the adc freestyle libre reader. As a result, the customer has a seizure and or loss of consciousness and was provided an "emergency shot" by the caregiver for treatment. No further treatment was provided. There was no report of death or permanent injury.